Event description:
It was reported that the tubing of two (2) Small Volume Infusors had black foreign particle. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.